Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported intermittent (da pcba adc) failure. Data acquisition/ printed circuit board assembly/digital analog converter